Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ syringes with luer slips, the syringe plunger was bent and had a damaged stopper. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that before use of the bd plastipak¿ syringes with luer slips, the syringe plunger was bent and had a damaged stopper. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: DHR, maintenance records and quality notification records were analyzed and no deviation was found for this batch. As no samples / photos were sent by the customer, it was not possible to perform an investigation and determine the root cause for the defect. The manufacturing process are validated with defined acceptance criteria. From the available information it is not possible confirm the complaint. The defect identified by this complaint will be monitored to tendency analysis.